Event description:
In 2004, the patient was seen by a company representative for evaluation regarding ongoing reports of sound percept problems and a pain sensation. Testing performed confirmed that the device was functional. The patient was placed on antibiotics (prescription name not given) as a precautionary measure. The following month, the patient was seen for evaluation. Testing performed confirmed that the device was functioning. However, the decision was made to explant the patient's c1 device. The patient was reimplanted with another advanced bionics cochlear implant.